Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22may2020.

Event description:
It was reported that the ventilators screen froze and is alarming 'post-backup audible failed'. There was no patient involvement. The service engineer (se) inspected the device. The se performed an external and internal visual inspection on, checked for loose wires, tubing and everything was connected. The se attached a patient circuit with a test lung, powered ventilator on and the customer reported problem was duplicated. The v60 was alarming 'backup alarm failed'. The se reviewed the ventilator diagnostic logs and found error codes indicating backup alarm failed, alarm light emitting diode (led) failed, 35 volts supply failed, auxiliary alarm supply failed. The se replaced the power management (pm ) board , user interface (ui) board and ui to pm board cable to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.